Event description:
We have had report of leaking with these 22g IV systems.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One screenshot of what appeared to be a text thread showed a photograph of a 22g nexiva IV catheter in the patient. Blood was on the external surface of the septum and canister. This type of damage is consistent with misalignment of the septum at the time of assembly. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.